Event description:
Revision surgery about 1 month post primary for infection. The surgeon revised the medacta cup successfully.

Manufacturer narrative:
Batch review performed on 27 march 2023: lot 2102393: (B)(4) items manufactured and released on 08-july-2021. Expiration date: 2026-06-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.